Event description:
The customer states that one patient is generating false positive architect stat troponin-I assay results. Back on (B)(6) 2009, a (B)(6) female was admitted with an acute myocardial infarction (ami) and generated an architect stat troponin-I assay result of 24 ng/ml. On a recent follow-up visit ((B)(6) 2010) this same patient generated an architect stat troponin-I assay result of 25 ng/ml. The customer states that the sample did not dilute linearly and after being treated for hama interference, a final architect stat troponin-I result of 20 ng/ml was generated. The patient also generated the following results as part of the cardiac workup: ckmb = 0.9 ng/ml, ldh = 205 u/l, total ck = 64 u/l and a normal ECG. A result of <0.01 ng/ml was generated with a troponin-t assay and a result of <0.05 ng/ml was generated with a non-abbott troponin-I assay. The patient was not considered to be having an ami and was sent home. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.